Event description:
It was reported that during preparation of watchman procedure, a versacross connect laac access solution box was found to be damaged during shipping. The sterile packaging was perforated. The patient was present and sedated. Sterile packaging was assumed to be intact prior to opening the damaged box, but sterile packaging was damaged as well upon opening. The procedure was completed using alternative device without patient complications. The product was stored in a dedicated cabinet.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed.